Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation. The error code the customer experienced is likely error code 400 ref 26. This error code can occur if the handpiece is activated without a saline solution being present. The customer stated they performed the test without a saline solution, this is likely the reason why the error code occurred. A DHR review was not performed as the device has been serviced before. A review of the previous service performed shows no abnormalities. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported that during an output verification on the pk-sp generator, a check irrigation electrode message was received. It is unknown when the issue occurred. There was no patient injury or adverse event reported to olympus.